Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval the trunk cable had a broken wire inside the cable insulation, resulting in an open circuit. The cause for the broken wire cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken wire inside the trunk cable. The pt rec'd a replacement electrode belt.

Event description:
The mother of a (B)(6) male pt contacted zoll customer support to report a service code 204. The pt rec'd a replacement electrode belt.